Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, our technician confirmed that the light guide cable perforated, the deflector body dirty, and the us connector cable (long) twisted; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not, during procedure. There was no report of patient harm. Video image failure (cloudy).